Event description:
While attempting to withdraw blood with 12 cc syringe from catheter, blood flow stopped. Attempted to push some blood back in and hub of catheter blew off, spraying blood on pt, caregiver and nearby surfaces. Pt went to nearest ER, catheter was repaired and pt was dc'd with instructions to monitor for signs and symptoms of infection(both local and systemic).